Event description:
The customer reported being hospitalized due to low blood glucose of 32mg/dl. The customer requested assistance with his basal rates and square bolus settings. Advised the customer to contact this doctor regarding the use of temp basal. Troubleshooting was performed. The customer believes that this low glucose was due to a medication prescribed by his doctor, which he kept taking and caused him to vomit. The customer's most recent glucose reading was 69 mg/dl, and he has treated with food. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.